Event description:
It was reported that this other manufactures device and this right ventricular (rv) lead had a gradual increase in shock lead impedances ranging from 75 ohms to 140 ohms. This other manufacturers device and rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).